Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported that during a shoulder scope procedure, vapr suction would not work shortly after beginning use with wand. There were no patient consequences or delays. Another electrode was used to complete the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Product complaint # (B)(4). Investigation summary- the complaint device was received and inspected. The complaint can be confirmed. The device was forwarded to the manufacturer to investigate the reported failure. The device handle was opened to allow inspection of the internals. No manufacturing defects were visibly noted. When suction was applied there was a small degree of flow. This flow could be seen to be very turbulent at the proximal end of the active suction tube, suggesting a restriction or leak path. The suction specification was achieved once a blockage of tissue was freed from the suction path. This was accomplished by a process of activation and applying/disconnecting the suction pressure. From the investigation no manufacturing defect was found. The root cause for the suction failure was determined to be normal procedural debris. It is possible that the two pieces of tissue were ablated in close succession which resulted in them joining together to clog the suction tube. No lot numbers were supplied which precludes conducting a DHR review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H10 additional narrative: UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available.